Event description:
Add'l info rec'd from MFR 2/4/04: the AED indicated that a shock was advised, the tech pushed the shock button and nothing happened. The AED was taken out of service and returned to access cardiosystems for evaluation in 2003. The AED was evaluated for fucntional failures, and the data card info was evaluated. The results of the investigation indicate the AED met its performance specifications. The encoded events recorded on the data card established the shock button was depressed prior to the illumination of the shock button. The AED cannot deliver a shock prior to the illumination of the shock button. If the shock button is depressed prematurely (prior to illumination of the shock button) both an audible and textual message of "release shock button" is presented. In this mode a shock will not be delivered even after the AED is fully charged.

Event description:
Add'l info rec'd from MFR 2/19/2004: returned date; december 1, 2003. The specific event description and the results of the investigation are; the AED was applied to a pt, the AED indicated that a shock was advised, the technician pushed the shock button and nothing happened. The AED was taken out of service and returned to access cardiosystems for evaluation on december 1, 2003. The AED was evaluated for functional failures, and the data card info was evaluated. The results of the investigation indicate the AED met its performance specifications. The encoded events recorded on the data card established the shock button was depressed prior to the illumination of the shock button. The AED cannot deliver a shock prior to the illumination of the shock button. If the shock button is depressed prematurely (prior to the illumination of the shock button) both an audible and textual message of "release shock button" is presented. In this mode a shock will not be delivered even after the AED is fully charged. In order to provide a shock, the shock button must be released for a perior of 3-5 seconds before the shock button can be depressed to initiate a shock. A textual message of "press shock button" is displayed and an audible message of "press shock button now" is presented when the AED is fully charged and ready to deliver a shock.

Event description:
AED failure. When shock was indicated unit failed to deliver.